Event description:
Customer reported his insulin pump alarmed button error. This is not the first time. Customer's blood glucose is 172 mg/dl. Customer was outside by the water, but not in the water. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Insulin pump had no button error alarm. Insulin pump had an intermittent button response due to moisture damage on keypad traces. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on lcd window, scratched reservoir tube window and missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.